Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate/repair the device.

Event description:
It was reported that during use the ht70 ventilator suddenly generated a system error and ventilation stopped. The issue was resolved by rebooting but the device was replaced. No patient harm reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The single board computer (sbc) board was returned to medtronic¿s product analysis laboratory. A visual inspection of the returned part found no anomalies. An investigation was performed and an error code was found in the ventilator memory logs; however, the error could not be duplicated. No root cause could be determined.